Event description:
A pt was setup with a 3 lumen deep line which had an alaris model 2000e luer lock smartsite needleless valve at a physicians office. During a check on the pt after being admitted to the hosp, it was noted that blood was leaking from the proximal end of the needleless valve with approx 40-50 cc of blood and fluids lost. The needleless valve was replaced without further incident. No pt injury occurred.